Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage keypad trace. No button error alarm. Insulin pump had minor scratches on lcd window, cracked display window corners, battery tube threads cracked and cracked reservoir tube lip. No moisture damage electronic assembly.

Event description:
It was reported that the customer's insulin pump alarmed a button error. Customer stated he was able to clear it, but can see moisture in the screen. Customer stated he believes it could have been moisture exposure that led to the alarm. The blood glucose reading was 220mg/dl. Nothing further reported.